Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that immediately after insertion, the intra-aortic balloon (iab) would not calibrate and failed. The console also generated a fiber optic sensor failure message. It was noted that the patient was in the operating room but was off bypass and had full pulsatile flow. A new iab was inserted without issue to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.